Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited a b30 error. The issue occurred during sedation of an unspecified procedure, which was completed with a similar device. There were no reports of patient harm.